Manufacturer narrative:
Block b3: exact date unknown, explant date used as the approximated date of event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500, model:sc-2317-50, serial: (B)(6), batch: 7073567.

Event description:
It was reported that the patients spinal cord stimulation (scs) leads had high impedances. The patient underwent lead replacement procedure. The explanted device was discarded.